Event description:
The device was received for service with the report "pump set at 7ml/hr, was going at 150ml/hr". Information was not provided regarding whether or not the device was in patient use when the reported event occurred. The hosptial representative stated they have no record of any patient incident involving the pump since the last baxter service event. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved, or the set up of the infusion device.